Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the stent appeared to be clean. No kinks or bends were observed on the stent. Per the reported event details, the stent did not totally detach from the balloon. Based on the condition of the returned sample (i.e. No blood or bent struts present), it is likely that the balloon dislodged during insertion through the hub of the introducer sheath. It is unknown whether the user removed the stent from the balloon after the dislodgement, as a complete stent detachment was not reported. No anomalies were noted to the stent. Functional/performance evaluation: functional testing could not be performed, as the balloon catheter was not returned for evaluation. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the stent was returned but the balloon catheter was not returned. The complaint investigation is confirmed for a stent detachment and inconclusive for a stent dislodgement, as the stent was returned completely detached from the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: specific warnings, precautions and directions for use of the valeo balloon expandable stent are included in the current instructions for use (IFU). The current IFU (instructions for use) states: precautions: - inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported that the balloon expandable stent dislodged from the balloon catheter. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.